Event description:
The patient reported experiencing an increase in seizures due to the vns being programmed on too high after it was first implanted, requiring a trip to the hospital. Attempts for additional intervention have been made; no additional relevant information has been received to date.